Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 458 mg/dl to over 500 mg/dl. A correction bolus was delivered to address bg level. Tandem technical support performed a pump system check and it was reported that insulin was not being delivered from the cartridge. Additionally, it was reported that the customer under-bolused after eating. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
Device not returned.